Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. E4. The initial reporter also notified the FDA on 30-mar-2026. Medwatch report is mw5186224.

Event description:
It is reported, needle 27g x 3/8, connection issues causing leak. No patient harm. Medwatch description: subcutaneous self-filled remodulin pt via a remunitypro device. Per nurse clinical educator (B)(6): "pt was visited in the hospital. During the first cassette fill, there was a cassette failure and 2.7 ml of medication was wasted. Pt was unable to get the needle in to the fill chamber and they attempted 3 times to fill. Pt then switched to a new cassette and placed a new needle on the filled syringe. This time, the needle fit in perfectly and it was surmised that the second needle was not snug enough and that's where the medication leaked out. Please note that the pt's technique was correct so the fault was on the equipment. Pt is displaying flat affect, sadness, and anxiety and they are somewhat reluctant to continue the teaching. Pt reported they do not feel ready to be discharged." There was not specific alarm code reported. No pharmacy troubleshooting was required as the pt was with their nurse clinical educator. Pt was able to troubleshoot and ended up needing to switch their supplies. Pt did not miss any doses or experience any therapy interruption, or any adverse events due to the defective supplies. The lot of the defective products was not provided. It is unknown if the supplies are available for return as it was not reported. Winrevair maintenance dose shipped on (B)(6) 2026. Date of hospitalization or reason for admission is unknown. No additional details, dates, or information provided.

Manufacturer narrative:
Additional information: investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation.

Event description:
No additional information.